Event description:
A reliant balloon was used in a pt as an accessory product during an endovascular treatment of a 4.4 cm abdominal aortic aneurysm with another MFR's stent graft approx one month ago. Vessel morphology was reported as unk tortuosity and calcification; the proximal aortic neck diameter at the renal arteries was 24 mm; the left iliac artery diameter was 17mm. It was reported that the reliant balloon ruptured when the modeling of the stent graft was performed. An angiography was performed and there was no endoleak. The procedure was completed without further intervention. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (balloon rupture). Lack of info (device was not returned, unable to f/u).